Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected, and the issue allegedly began about a month ago. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. The customer consumed carbohydrates to address the low blood glucose. Technical support educated the caller on control-iq's functionality, highlighting that it is active and adjusts insulin delivery based on predictive cgm readings. Reportedly, the customer administered a manual injection to address elevated bg level.